Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was returned for evaluation. No ancillary devices or cine images from the procedure were returned for evaluation. The spiderfx was received loaded in the blue recovery end of the duel ended catheter. The distal end of the filter protruded from the distal end of the recovery catheter. A pull force was applied to the spiderfx capture wire and the filter could not be pulled any further into the recovery catheter. A push force was applied to the spiderfx capture wire and the filter was advanced out of the recovery catheter. The distal end of the contained biological debris from the procedure. A kink and a bend were noted just proximal to the proximal marker of the filter basket. The spiderfx was allowed to soak in warm water and the spiderfx filter basket returned to its normal profile. The length of the spiderfx capture wire was examined. A kink in the capture wire was noted approximately 5.5 cm from the distal tip of the spiderfx floppy distal tip. A kink in the capture wire was noted approximately 115 cm proximal of the spiderfx floppy distal tip. The overall length of the spiderfx is approximately 189.5 cm and a kink was noted approximately 1.5 cm from the proximal end of the capture wire. The spiderfx duel ended catheter was examined and no abnormality or deformity was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a 5 mm spider embolic protection guidewire to aid in the treatment of a plaque lesion in the left internal carotid artery that was resulting in 75% stenosis. The device was prepped as per the IFU with no issues identified. It was reported when the physician attempted to capture the spider wire under fluoroscopy using the retrieval device, it appeared as if the spider wire had become entangled with the struts of the carotid stent or protruding soft plaque. The filter deployment had appropriate wall apposition. Multiple attempts were made over the next 2.5 hours to dislodge the wire including advancing a 5 fr catheter, advancing a new capturing sheath, advancing a 7 fr catheter and advancing a 0.035¿ guidewire, all of which failed to get the desired result. Finally, a 6 x 40 non-medtronic balloon was loaded over the spider wire and post dilatation angioplasty was done within the stent. Subsequently the spider retrieval device was advanced over the wire and spider was retrieved. Repeat perfusion scan showed no evidence of right internal carotid arterial dissection, vasospasm or stenosis. Intracranial vasculature appeared normal. Patient was reported as doing well. Devices used: 3x20 non-medtronic balloon, 7x30 non-medtronic stent and a 6x40 non-medtronic balloon.